Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test and self-test. No unexpected no delivery alarm noted. The motor functioned properly during testing.no drive/motor anomaly noted. The insulin pump was programmed with the correct time/date and monitored for two days. No time loss/gain, unexpected reset to factory default or unexpected errors/alarms noted. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working properly. Customer reported that insulin pump received excessive no delivery alarms. Customer reported that the motor was not moving at all when attempting to prime and rewind. Customer's blood glucose was 200 mg/dl. Customer also reported that when time and date was set, the time would always revert back to 12:00 a.m. Customer was in the hospital due to a car accident and broke her ankle. Customer was going to be hospitalized for a month. Customer was driving vehicle and reported that blood glucose was fine but was not sure how accident occurred. Customer was wearing insulin pump at the time of vehicle accident. Customer was advised that insulin pump would need to be replaced.